Event description:
The physician used another MFR's pump to inflate the balloon to 10 atm. When it reached this point it burst. The device accordioned so hard to go suprapubic to remove the device. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did no experience any adverse effects due to this occurrence.

Manufacturer narrative:
Additional device info: lot - unk as not provided by reporter. Expiration - unk as lot is unk. (B)(4). Event evaluation: still under investigation.